Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that prior the procedure the bur broke and stuck in the handpiece. The bur snapped into two pieces and fell out after the handpiece was locked. Half of the bur stuck in the handpiece and half of the bur detached from the handpiece. There was no patient involvement.